Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that in preparation for an implant, the device was found to have reset. The device reset was cleared and the battery voltage and impedance were appropriate so the device was implanted. No patient complications were reported as a result of this event.